Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported migration and tissue damage appears to be due to challenging patient anatomy. Lastly reported mr was cascading event of tissue damage. The reported patient effects of mitral regurgitation and tissue damage are included in mitraclip instructions for use (IFU), as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip moving on the leaflets, increased mr and torn leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to <1. One day post procedure, transthoracic echocardiogram (tte) noted the second implanted clip had tilted on the leaflets and the mr increased. It was suspected the posterior mitral leaflet (pml) was torn. Per the physician, the clip movement was likely due to the friable leaflets. No additional information was provided.